Event description:
Pt admitted for loose left endoprosthesis with protrusion deformity. The pt originally underwent surgery in another facility in 2000 for a femoral neck fracture. Pt had gradually developed more pain and unable to ambulate. On exam it was noted the left leg shorter in comparison to the right. Intra-op per surgeon noted bone around the periphery of the acetabulum had grown around the ball of the endoprosthesis. The endoprosthesis had settled into a protrusion deformity within the acetabular fossa. Also the endoprosthesis had settled into a protrusion deformity within the acetabular fossa. Also the endoprosthesis was grossly loose within the canal of the femur and had been toggling against the lateral cortex. The bone within the femur was extremely brittle and the area over the lateral cortex was found to have fractured with the toggling of the prosthesis. Pt underwent revision left tha with a long-stemmed femoral component which bypassed the area of fracture.